Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 100.1 mcg/ml fentanyl at 1 ,000 mcg/day. The reason for use was spinal pain. It was reported that that patient¿s pump was "tested" yesterday ((B)(6) 2019) and it was confirmed his pump had stalled and his catheter is blocked. He was told they would likely need to "open him up" to do troubleshooting but his doctor is no longer his doctor so he wasn't sure what to do. The patient was sent healthcare professional (hcp) listings, and they were to follow up with a hcp. The patient mentioned he has been going through withdrawal since last tuesday ((B)(6) 2019) but he thinks he is over the worst of it. On (B)(6) 2019, they had changed the drug from morphine (unknown) to fentanyl. There were no further complications reported/anticipated.